Event description:
The customer contacted beckman coulter, inc. (Bec) to report an unexpected higher troponin 1 (accutni) result generated on their unicel dxi 600 access immunoassay system. The erroneous pt sample was reported outside of the lab. It is unk if there was any impact to pt treatment associated with this event. The customer reported that accutni quality control (qc) sample results were recovering within the lab's established ranges. The customer reported observing higher accutni pt sample results in general compared to pt sample results generated on another analyzer used in the lab (access 2 immunoassay system). There were no system related issues reported by the customer.

Manufacturer narrative:
A field service engineer (fse) was not dispatched to the customer's site. This issue is similar to another issue reported to bec ((B)(4)). (B)(4) will serve as the master cf (customer feedback) to conduct additional investigation regarding accutni results on unicel dxi 600 access immunoassay system versus access 2 immunoassay system. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This MDR represents 23 of 28 reported by the customer.